Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that device had a "critical error" during infusion. There was patient involvement however patient harm is unknown. Bd learned additional information. It was reported that the patient had norepinephrine and vasopressin infusing, when the pump alarmed "critical with the only option to shut down" (system error). Due to the event, the blood pressure reportedly dropped into the 40-60s systolic. No additional medical intervention reported; new device was obtained to run the infusions. Although requested, customer declined to return the devices for investigation.